Manufacturer narrative:
Facility name: (B)(6). The customer's calibration was ok. The provided qc data does not have a date range. Therefore there is no information about the qc on the date of the event. In general, the customer's qc is within range. The alarm trace showed "abnormal probe sucking" and "sample short" alarms on the date of the event. The field service representative found the gear pump head was out of specification for hours of use. The detergent bottle was not properly placed, which caused the detergent to not be properly consumed. He performed a detergent prime and replaced the reaction cells. The rinse tubing was kinked at the rinse unit and the water hose from the tank to the main pump was also kinked between the caps. Dust was noted to be on the machine and the cuvette crown was sticky. Crystallization was noted on the doors and around the cuvette. He adjusted the rinse volume and performed a precision test. Qc was successfully performed and the instrument is performing within specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable bilt3 results for 1 patient sample on a cobas 6000 c501 module. At 11:07 am the initial result was <0.3 mol/l with a data flag. At 11:48 am the repeated result was 363.6 mol/l. At 1:07 pm a second sample was drawn and the result was 184.4 mol/l. At 1:32 pm the repeated result from the second sample was 188.8 mol/l. The second sample was run on 2 different instruments. Additional information regarding which result was run on which instrument was not provided. At 1:42 pm the initial sample was repeated and the results were 0.5 mol/l and 0.5 mol/l. Both of the results had data flags that invalidated the results. At 2:04 pm the initial sample was repeated again and the result was 166.6 mol/l. The reagent lot number was 627767 with an expiration date of 31-oct-2023.

Manufacturer narrative:
Correction to b6: the previously reported creatinine result of 75.3 does not belong to the same patient. The patient is premature and he is the eldest of twins. He had no complications at birth and was born at (B)(6).

Manufacturer narrative:
A general reagent issue can be ruled out since calibration and qc data are acceptable. The investigation determined the event was consistent with a maintenance issue.  After service, no further issues were reported by the customer.